Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test. The insulin pump was monitored and functioned properly. No error alarms were noted during testing. However, an alarm was noted in the history due to a corrupted history file. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked case at the reservoir tube window corner, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had error alarms on the insulin pump. Customer reported an unexpected restart alarm, signal too low alarm and displayable history check failed on start up alarms. Customer also reported a button error alarm occurring on the insulin pump. Customer's blood glucose was 312 mg/dl. The customer could not recall any significant events leading to the alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.